Manufacturer narrative:
Onsite investigation was preformed and the field representative was able to replicate the reported event. Replacement of the system computer and re-installing of the software resolved the issue. No further issues were reported. Replaced computer was not returned to manufacturer for analysis, therefore, no findings are possible. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that after installing the itkr and ithr applications on the navigation system, he launched the software, the system displayed the "loading, please wait" screen for several minutes and then prompted him for a login. He tried entering several user names and all said invalid login. There was no patient present when this issue was identified.